Manufacturer narrative:
Investigation: per the customer they slowed down the inlet flow rate 80-75-70 and increased the ac ratio from 10-11-13. Close to the end at rinse back sharp chest pain that radiated to his back. The primary nurse notified the physician. He completed rinse back. He did not see the physician come in. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of (B)(4). Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as parasethesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged citrate reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Event description:
The customer reported that during an optia procedure the patient complained of numbness and tingling at the beginning of the procedure. The operator gave him calcium and tums. The patient reported having nausea and vomiting. Close to the end of the procedure the patient complained of chest pained radiating to his back. The reporter didn't know what was done except for the procedure was cancelled today. Calcium gluconate 1gm ivpb 100 ml/ns started at the beginning of the run and increased as the patient complained of citrate reactions. Tums 2 at the start and 3 more about half an hour. Zofran IV given by primary nurse, it is unknown how much was given or if it was already ordered for nausea. Solumedrol IV, given by primary nurse for nausea because it returned. Per the customer the patient is stable. The set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer they slowed down the inlet flow rate 80-75-70 and increased the ac ratio from 10-11-13. Close to the end at rinse back sharp chest pain that radiated to his back. The primary nurse notified the physician. He completed rinse back. He did not see the physician come in. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an optia procedure the patient complained of numbness and tingling at the beginning of the procedure. The operator gave him calcium and tums. The patient reported having nausea and vomiting. Close to the end of the procedure the patient complained of chest pained radiating to his back. The reporter didn't know what was done except for the procedure was cancelled today. Calcium gluconate 1gm ivpb 100 ml/ns started at the beginning of the run and increased as the patient complained of citrate reactions. Tums 2 at the start and 3 more about half an hour. Zofran IV given by primary nurse, it is unkown how much was given or if it was already ordered for nausea. Solumedrol IV, given by primary nurse for nausea because it returned. Per the customer the patient is stable. The set is not available for return because it was discarded by the customer.